Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed when additional reportable info becomes available.

Event description:
The facility reported that they had fiber present during the past two surgical days. In one pt, the fiber remains in eye. The surgeon describes the fibers as whitish and translucent looking. There are no plans to remove the fibers. Additional info has been requested.